Event description:
It was reported that the pt had the neurostimulator system removed due to an on-going infection. The field staff indicated the physician had been unable to resolve the infection without surgical intervention to explant all system components. Additional info has been requested from the physician.